Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120700, model: sc-8120-70, serial: (B)(6), batch: 171592a.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg and lead were replaced due to an unknown reason. No further information could be obtained despite good faith efforts.